Manufacturer narrative:
Event date not specified. Date of report: 01may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised that the power supply is faulty and was provided with the part number. The customer replaced the defective power supply to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported (light emitting diode) led indicator faulty. The device was not in use at the time of the reported event; therefore, there was no patient involvement.